Event description:
It was reported that the patient presented in the hospital with infection and pocket erosion which was noted at the implant site. The pocket was partially open. The physician explanted the whole system ¿ pacemaker, right ventricular (rv) and right atrial (ra) leads. The patient had no adverse consequences.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.